Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Additional data: d4, d6a, d9, h3, h4, corrected data: g1.

Event description:
A company representative reported that the shank of a xia polyaxial screw fractured and could not be removed from the patient. No adverse consequences were reported. The fractured screw was observed in a planned revision surgery due to adjacent intervertebral disorders and unrelated to any issue with the device. It is unknown if the screw fractured post-operatively or intra-operatively during the revision surgery.

Event description:
A company representative reported that the shank of a xia polyaxial screw fractured and could not be removed from the patient. No adverse consequences were reported. The fractured screw was observed in a planned revision surgery due to adjacent intervertebral disorders and unrelated to any issue with the device. It is unknown if the screw fractured post-operatively or intra-operatively during the revision surgery.